Manufacturer narrative:
Without a lot number provided, a thorough review of the manufacturing and inspection records could not be conducted. There were no samples or photographic or visual evidence provided, however due to the criticality of defect and presence similar reports, the complaint is confirmed. To assess the risk of the option elite filter fracture, hhe 1373 was initiated, and an in-depth review of the defect was performed. The filter used in the option elite kits are purchased by a third-party supplier; therefore (B)(4) was issued to the supplier to perform a detailed investigation into the defect and implement the necessary corrective actions. Additional information provided in h.6. And h.10.

Manufacturer narrative:
The investigation is in progress. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Option elite filter found to be multiply fractured. One leg separated. Total of 4 fracture sites. Tip embedded filter removed with forceps, in 2 pieces.